Manufacturer narrative:
(B)(4). This report is based on allegations set forth in patients notice and the allegations there in are unverified. This event was originally reported by medwatch facility winterthur ch 9613350 05/08/2017, 0009613350-2017-00572, 07/26/2017, 0009613350-2017-00572-1. Product information received which was identified as UK design control. Report source: (B)(6). Concomitant medical products: medical product: m2a-magnum recap cup 50odx44id, catalog #: 157850, lot #:1260922, medical product: magnum tpr adpr ti 42-50/+8mm, catalog #: 130832, lot #:1118136. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00064, 3002806535-2020-00066. Note: this case is one of 25 claims reported by a lawyer regarding zimmer hip mom implants. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The need for corrective measures is not indicated and we consider this case as closed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product not returned.

Event description:
The patient is pursuing a product liability claim. It was reported that the patient was implanted with a zimmer hip mom implant on unknown side on unknown date. It is unknown if the patient was revised or is being monitored due to unknown reasons.

Event description:
It was reported that the patient underwent a revision surgery of the hip, approximately four (4)years post-op. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6b: devie explanted in 2011, specific date is unknown. D10: m2a-magnum recap cup 50odx44id item# 157850 lot# 1260922. Magnum tpr adpr ti 42-50/+8mm item# 130832 lot# 1118136. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00065. 3002806535-2020-00066. 3002806535-2023-00083.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h10. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.